Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. After a thorough investigation (returned device, device history review, medical imaging, complaint history review), it appears that the premature pe liner breakage is primarily related to the hand trauma reported by the patient, leading to an intra-prosthetic conflict.

Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis. Subsequently, the patient fell downstairs, landing on the right hand, and reported pain afterwards. The patient underwent revision surgery due to pe liner breakage and metallosis.